Event description:
A tandem mobi cartridge alarm was reported, with no adverse impact to the customer's blood glucose level. After the call was initially dropped, technical support advised the customer to remove the cartridge and administer a 9-unit bolus, informing them about its impact on insulin on board. The customer successfully completed the bolus, reloaded the original cartridge, and resumed insulin therapy, resolving the issue.